Event description:
Pt reported that when they removed their insulin cartridge yesterday, they discovered that it had cracked inside the device's cartridge compartment (insulin leakage occurred). Pt dried out the cartridge chamber and continued using the device. No error messages were generated by the device. Their blood glucose was not affected by the cracked cartridge, and no treatment was received.